Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller changed from one power port to the other one before the batteries were down to 25%. The batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that the patient did not report any alarms and/or loss of power during the reported event. The power switching could not be reproduced by manipulating connections. Also additional information was received on september 07, 2016 indicating that the patient separated the affected battery from his stock after the switching was noted. He brought the battery for exchange on the day of the controller smr upgrade. The switching event occurred prior to the smr upgrade. No further power switching events have been observed since the smr upgrade. Log files are not available. The hvad is used for treatment not diagnosis. The battery ((B)(4)) was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Visual inspection of the returned battery (B)(4) revealed no external structural abnormalities. Functional testing included running the battery through an initial screening process, an automated cycle tester, and the automated tester (maccor). The device passed all functional tests. Additionally, mechanical testing confirmed that the battery connectors were able to adequately connect to the power ports of the sample controller. Log file analysis was not conducted since log files were not available. The reported power switching event could not be duplicated at the bench level or confirmed through log file analysis as logs were not available.